Event description:
The customer stated he rec'd a blood glucose reading of 69 mg/dl. He rec'd a reading of 243 mg/dl 5 minutes later on his doctor's meter. The differences between the readings fall in the "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.